Event description:
Hcp reports patient presented in 2002 with signs of an infection of the lumbar region. These included drainage and pain. Cultures of the lumbar region found gram positive cocci and staphylcoccus aureus present. The patient did not have meningitis. The patient was treated with IV antibiotics. The patient is reported to have resolved the infection. The patient had risk factors of being in alcohol withdrawal and presence of a lymphoma.